Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1; 3005248192-2022-00744 follow up report 1; 3005248192-2022-00765 follow up report 1; 3005248192-2022-00796 follow up report 1; 3005248192-2022-01095; 3005248192-2022-01096; 3005248192-2022-01097; 3005248192-2022-01098; 3005248192-2022-01099; 3005248192-2022-01100; 3005248192-2022-01101; 3005248192-2022-01102; 3005248192-2022-01103; 3005248192-2022-01104; 3005248192-2022-00716 follow up 01; 3005248192-2022-00791 follow up 01; 3005248192-2022-00735 follow up 01; 3005248192-2022-00705 follow up 01; 3005248192-2022-01123; 3005248192-2022-01124; 3005248192-2022-01125; 3005248192-2022-00752 follow up 01; 3005248192-2022-00753 follow up 01; 3005248192-2022-00743 follow up 01; 3005248192-2022-00719 follow up 01; 3005248192-2022-00978 follow up 01; 3005248192-2022-00979 follow up 01; 3005248192-2022-00980 follow up 01; 3005248192-2022-00937 follow up 01; 3005248192-2022-01017 follow up 01; 3005248192-2022-01018 follow up 01; 3005248192-2022-01148; 3005248192-2022-00934 follow up report 1; 3005248192-2022-00942 follow up report 1; 3005248192-2022-00943 follow up report 1; 3005248192-2022-00944 follow up report 1; 3005248192-2022-00945 follow up report 1; 3005248192-2022-00946 follow up report 1; 3005248192-2022-00920 follow up report 1; 3005248192-2022-00921 follow up report 1; 3005248192-2022-00922 follow up report 1; 3005248192-2022-00923 follow up report 1; 3005248192-2022-00924 follow up report 1; 3005248192-2022-00925 follow up report 1; 3005248192-2022-00926 follow up report 1; 3005248192-2022-00927 follow up report 1; 3005248192-2022-00928 follow up report 1; 3005248192-2022-00929 follow up report 1; 3005248192-2022-00930 follow up report 1; 3005248192-2022-00931 follow up report 1; 3005248192-2022-01198; 3005248192-2022-01199; 3005248192-2022-01200; 3005248192-2022-00707 follow up report 1; 3005248192-2022-00757 follow up report 1; 3005248192-2022-00718 follow up report 1; 3005248192-2022-00964 follow up report 1; 3005248192-2022-00965 follow up report 1; 3005248192-2022-00966 follow up report 1; 3005248192-2022-00967 follow up report 1; 3005248192-2022-00968 follow up report 1; 3005248192-2022-00969 follow up report 1; 3005248192-2022-00970 follow up report 1; 3005248192-2022-00971 follow up report 1; 3005248192-2022-00798 follow up 01; 3005248192-2022-01206; 3005248192-2022-00800 follow up report 1; 3005248192-2022-00801 follow up report 1; 3005248192-2022-00742 follow up report 1; 3005248192-2022-00883 follow up report 1; 3005248192-2022-00884 follow up report 1; 3005248192-2022-00885 follow up report 1; 3005248192-2022-00886 follow up report 1; 3005248192-2022-00887 follow up report 1; 3005248192-2022-00888 follow up report 1; 3005248192-2022-00889 follow up report 1; 3005248192-2022-00890 follow up report 1; 3005248192-2022-00891 follow up report 1; 3005248192-2022-00892 follow up report 1; 3005248192-2022-00893 follow up report 1; 3005248192-2022-00894 follow up report 1; 3005248192-2022-00895 follow up report 1; 3005248192-2022-01207; 3005248192-2022-01223; 3005248192-2022-00899 follow up report 1; 3005248192-2022-01239; 3005248192-2022-01241; 3005248192-2022-00878 follow up 01; 3005248192-2022-00879 follow up 01; 3005248192-2022-00880 follow up 01; 3005248192-2022-00881 follow up 01; 3005248192-2022-00882 follow up 01; 3005248192-2022-00907 follow up 01; 3005248192-2022-00908 follow up 01; 3005248192-2022-00909 follow up 01; 3005248192-2022-00910 follow up 01; 3005248192-2022-00911 follow up 01; 3005248192-2022-00794 follow up 03; 3005248192-2022-00804 follow up 01; 3005248192-2022-00912 follow up 01; 3005248192-2022-00913 follow up 01; 3005248192-2022-00810 follow up 03; 3005248192-2022-00811 follow up 02; 3005248192-2022-00812 follow up 02; 3005248192-2022-00813 follow up 01; 3005248192-2022-00816 follow up 01; 3005248192-2022-00817 follow up 01; 3005248192-2022-00818 follow up 01; 3005248192-2023-00002; 3005248192-2023-00005; 3005248192-2022-00823 follow up 01; 3005248192-2022-00824 follow up 01; 3005248192-2022-00825 follow up 01; 3005248192-2022-00826 follow up 01; 3005248192-2022-00827 follow up 01; 3005248192-2022-00828 follow up 01; 3005248192-2022-00830 follow up 01; 3005248192-2022-00831 follow up 01; 3005248192-2022-00833 follow up 01; 3005248192-2022-01022 follow up 01; 3005248192-2022-01023 follow up 01; 3005248192-2022-01024 follow up 01; 3005248192-2022-00835 follow up 01; 3005248192-2022-01025 follow up 01; 3005248192-2022-01026 follow up 01; 3005248192-2022-01027 follow up 01; 3005248192-2022-00837 follow up 01; 3005248192-2022-00839 follow up 01; 3005248192-2022-00840 follow up 01; 3005248192-2022-00842 follow up 01; 3005248192-2022-00843 follow up 01; 3005248192-2023-00006; 3005248192-2022-00844 follow up 01; 3005248192-2023-00007; 3005248192-2022-00846 follow up 01; 3005248192-2022-00847 follow up 01; 3005248192-2022-00848 follow up 01; 3005248192-2022-00849 follow up 01; 3005248192-2022-00851 follow up 01; 3005248192-2022-00852 follow up 01; 3005248192-2022-00853 follow up 01; 3005248192-2022-00855 follow up 01; 3005248192-2022-00856 follow up 01; 3005248192-2022-00862 follow up 01; 3005248192-2022-00866 follow up 01; 3005248192-2022-00869 follow up 01; 3005248192-2022-00870 follow up 01; 3005248192-2022-00875 follow up 01; 3005248192-2022-00877 follow up 01; 3005248192-2022-01108 follow up 01; 3005248192-2022-01119 follow up 01; 3005248192-2022-01120 follow up 01; 3005248192-2022-01121 follow up 01; 3005248192-2022-01122 follow up 01; 3005248192-2022-00983 follow up report 1; 3005248192-2022-00955 follow up report 1; 3005248192-2022-01111 follow up 01; 3005248192-2022-01112 follow up 01; 3005248192-2022-01113 follow up 01; 3005248192-2022-01114 follow up 01; 3005248192-2022-01064 follow up 01; 3005248192-2022-01065 follow up 01; 3005248192-2022-01066 follow up 01; 3005248192-2022-01030 follow up 01; 3005248192-2022-01031 follow up 01; 3005248192-2022-01032 follow up 01; 3005248192-2022-01033 follow up 01; 3005248192-2022-01034 follow up 01; 3005248192-2022-01035 follow up 01; 3005248192-2022-01036 follow up 01; 3005248192-2023-00014; 3005248192-2023-00015; 3005248192-2022-01019 follow up 01; 3005248192-2022-01028 follow up 01; 3005248192-2022-01115 follow up 01; 3005248192-2022-01116 follow up 01; 3005248192-2022-01117 follow up 01; 3005248192-2022-01118 follow up 01; 3005248192-2022-01128 follow up 01; 3005248192-2022-01129 follow up 01; 3005248192-2022-01139 follow up 01; 3005248192-2022-01140 follow up 01; 3005248192-2022-01141 follow up 01; 3005248192-2022-01143 follow up 01; 3005248192-2022-01144 follow up 01; 3005248192-2022-01145 follow up 01; 3005248192-2022-01146 follow up 01; 3005248192-2022-01147 follow up 01; 3005248192-2022-01057 follow up 01; 3005248192-2022-01058 follow up 01; 3005248192-2022-01059 follow up 01; 3005248192-2022-01060 follow up 01; 3005248192-2022-01061 follow up 01; 3005248192-2022-01062 follow up 01; 3005248192-2022-01079 follow up 01; 3005248192-2022-01080 follow up 01; 3005248192-2022-01081 follow up 01; 3005248192-2022-01082 follow up 01; 3005248192-2022-01083 follow up 01; 3005248192-2022-01084 follow up 01; 3005248192-2022-01086 follow up 01; 3005248192-2022-01087 follow up 01; 3005248192-2022-01251 follow up 01; 3005248192-2022-01201 follow up 01; 3005248192-2022-01202 follow up 01; 3005248192-2022-01203 follow up 01; 3005248192-2022-01204 follow up 01; 3005248192-2022-01205 follow up 01; 3005248192-2022-01252 follow up 01; 3005248192-2022-01253 follow up 01; 3005248192-2022-01054 follow up 01; 3005248192-2022-01209 follow up 01; 3005248192-2022-01210 follow up 01; 3005248192-2022-01211 follow up 01; 3005248192-2022-01212 follow up 01; 3005248192-2022-01213 follow up 01; 3005248192-2022-01214 follow up 01; 3005248192-2022-01215 follow up 01; 3005248192-2022-01216 follow up 01; 3005248192-2022-01217 follow up 01; 3005248192-2022-01218 follow up 01; 3005248192-2022-01219 follow up 01; 3005248192-2022-01037 follow up 01; 3005248192-2022-01038 follow up 01; 3005248192-2022-01039 follow up 01; 3005248192-2022-01040 follow up 01; 3005248192-2022-01041 follow up 01; 3005248192-2023-00082; 3005248192-2022-01152 follow up report 1; 3005248192-2022-01153 follow up report 1; 3005248192-2022-01154 follow up report 1; 3005248192-2022-01155 follow up report 1; 3005248192-2022-01156 follow up report 1; 3005248192-2022-01157 follow up report 1; 3005248192-2022-01158 follow up report 1; 3005248192-2022-01159 follow up report 1; 3005248192-2022-01160 follow up report 1; 3005248192-2022-01161 follow up report 1; 3005248192-2022-01162 follow up report 1; 3005248192-2022-01163 follow up report 1; 3005248192-2022-01164 follow up report 1; 3005248192-2022-01165 follow up report 1; 3005248192-2022-01166 follow up report 1; 3005248192-2022-01167 follow up report 1; 3005248192-2022-01168 follow up report 1; 3005248192-2022-01169 follow up report 1; 3005248192-2022-01170 follow up report 1; 3005248192-2022-01171 follow up report 1; 3005248192-2022-01172 follow up report 1; 3005248192-2022-01173 follow up report 1; 3005248192-2022-01174 follow up report 1; 3005248192-2022-01175 follow up report 1; 3005248192-2022-01176 follow up report 1; 3005248192-2022-01177 follow up report 1; 3005248192-2022-01178 follow up report 1; 3005248192-2022-01179 follow up report 1; 3005248192-2022-01180 follow up report 1; 3005248192-2022-01181 follow up report 1; 3005248192-2022-00984 follow up 01; 3005248192-2022-00985 follow up 01; 3005248192-2022-00986 follow up 01; 3005248192-2022-00987 follow up 01; 3005248192-2022-00988 follow up 01; 3005248192-2022-00989 follow up 01; 3005248192-2022-00990 follow up 01; 3005248192-2022-00991 follow up 01; 3005248192-2022-00992 follow up 01; 3005248192-2022-00993 follow up 01; 3005248192-2022-00994 follow up 01; 3005248192-2022-00995 follow up 01; 3005248192-2022-00996 follow up 01; 3005248192-2022-00997 follow up 01; 3005248192-2022-00998 follow up 01; 3005248192-2022-00999 follow up 01; 3005248192-2022-01000 follow up 01; 3005248192-2022-01001 follow up 01; 3005248192-2022-01002 follow up 01; 3005248192-2022-01003 follow up 01; 3005248192-2022-01004 follow up 01; 3005248192-2022-01005 follow up 01; 3005248192-2022-01006 follow up 01; 3005248192-2022-01007 follow up 01; 3005248192-2022-01008 follow up 01; 3005248192-2022-01009 follow up 01; 3005248192-2022-01010 follow up 01; 3005248192-2022-01011 follow up 01; 3005248192-2022-01012 follow up 01; 3005248192-2022-01013 follow up 01; 3005248192-2022-01014 follow up 01; 3005248192-2022-01015 follow up 01; 3005248192-2022-01016 follow up 01; 3005248192-2022-01056 follow up 01; 3005248192-2022-01184 follow up 01; 3005248192-2022-01185 follow up 01; 3005248192-2022-01186 follow up 01; 3005248192-2022-01187 follow up 01; 3005248192-2022-01188 follow up 01; 3005248192-2022-01189 follow up 01; 3005248192-2022-01190 follow up 01; 3005248192-2022-01191 follow up 01; 3005248192-2022-01192 follow up 01; 3005248192-2022-01193 follow up 01; 3005248192-2022-01194 follow up 01; 3005248192-2022-01195 follow up 01; 3005248192-2022-01196 follow up 01; 3005248192-2022-01043 follow up 01; 3005248192-2022-01044 follow up 01; 3005248192-2022-01045 follow up 01; 3005248192-2022-01046 follow up 01; 3005248192-2022-01047 follow up 01; 3005248192-2022-01106 follow up 01; 3005248192-2022-01042 follow up 01; 3005248192-2023-00098 follow up 01; 3005248192-2022-01088 follow up 01; 3005248192-2022-01089 follow up 01; 3005248192-2022-01090 follow up 01; 3005248192-2022-01091 follow up 01; 3005248192-2022-01092 follow up 01; 3005248192-2022-01093 follow up 01; 3005248192-2022-01094 follow up 01; 3005248192-2022-01130 follow up 01; 3005248192-2022-01131 follow up 01; 3005248192-2022-01132 follow up 01; 3005248192-2022-01133 follow up 01; 3005248192-2022-01134 follow up 01; 3005248192-2022-01135 follow up 01; 3005248192-2022-01136 follow up 01; 3005248192-2022-01137 follow up 01; 3005248192-2022-01138 follow up 01.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer identified alinity m resp-4-plex results for sid 1045558386 tested on nov. 12, 22 at 5:06 pm on alinity m result: flua +(positive); flub +. Repeated on alinity m the same day (nov. 12, 22 at 8:37pm) result: flua +; flub -(negative). Tested on diasorin the same date (nov.12, 22 at 7:37pm) result: flua and flub negative. Sid 1045579011 tested on nov. 13, 22 at 5:08 pm result: flua, flub and rsv positive. Repeated on diasorin only with a result flua (unknown and the customer will get back with it), flub and rsv negative. Repeated on alinity m under sid 1045608055, flu a detected. The customer also noticed two patients that were positive for flu b (which is very rare) with high CT. Values. Customer questioned as to whether these are real positives. A there was no report of impact to patient management. As the customer experienced questioned results on two run dates, 3005248192-2022-01131 will additionally be submitted for the qustioned result which was generated on 13 nov 2022 with this date noted under date of event.